Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the needle hub before use and after it had been connected with the infusion set for priming. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that leakage at needle hub after connected with foreign infusion set during priming".

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the needle hub before use and after it had been connected with the infusion set for priming. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that leakage at needle hub after connected with foreign infusion set during priming".

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9021616. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to confirm the defect. A physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.